Event description:
Caller reported a malfunction on the pump, specifically malfunction code 12, with fault ID 0x2071. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer support provided information on resetting the pump and assisted the caller with the reset. The malfunction code did not recur after the reset, and the caller was advised to continue using the pump and to contact support again if the issue arises.